Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been one similar event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that when trying to remove an accolade stem from the patient's left femur the threaded portion of the mcreynolds adapter broke off. Revision was performed successfully with no delay. Rep confirmed that no further information will be released by the hospital or surgeon.